Manufacturer narrative:
Upon disassembly for visual inspection the bearing was gritty and the flex was delaminated.

Event description:
During a procedure the remb sag saw displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient or user adverse consequence associated with this event.